Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was having high blood glucose. Customer will not let her give a manual injection. Customer's blood glucose was 529 mg/dl. Customer has not treated at all. Customer had blurred vision and confusion as a result of the high blood glucose. Caller found air in the tubing and was assisted with priming the air bubbles out of the tubing. Caller ran a manual prime and stated that the insulin did exit the tubing. The air bubble was about the size of a champagne bubble. Customer had a low reservoir alarm in the alarm history. Caller was advised to do a complete set change. It was explained that high blood glucose are often caused by site/set issues.